Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had a ¿major problem.¿ the patient noted that they used stimulation ¿about an hour¿ prior to report. Then, the patient turned it off for a little bit to do some stretching. After that, the patient turned it on just prior to the call and ¿it like it the programs reset.¿ the patient noted that the stimulation was going down both legs everywhere ¿like before programming.¿ it was noted that stimulation should be on the right leg and the back. It was noted that ¿all of a sudden this happened¿ and had the implant for over 1 ½ years and ¿this never happened.¿ the patient noted that they had been doing the same stretching for three months. It was noted that there was no falls or trauma. The patient had five different programs and all the programs/stimulation was felt in both legs. The patient reported that ¿they could not live without therapy.¿ it was noted the patient ¿did want to reset his programs or it¿s a good idea.¿ it was noted it took ¿years¿ to get the right setting. However, the patient noted that he could try to change one program. It was reviewed that patient may not want to change the setting and speak to hcp office. This sentence was followed by ¿yes.¿ the patient noted that the healthcare professional (hcp) office would not call the patient back and asked if the manufacturer representative could come to his house. It was reviewed that representatives cannot go to a patient¿s home and would have to go through hcp office. It was noted that the patient had a hard time getting in touch with the hcp and they were an hour away from their home. The patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.